Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the impedance on the right ventricular (rv) lead for both the superior vena cava (svc) and rv was high. The lead triggered a lead integrity alert (lia) and lead fractured was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.